Manufacturer narrative:
Please refer to correction of field b.3. Date of event. Patient code 3191 is being used to capture the prolonged and abandoned procedure. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. The distal portion of the helix was broken off and not returned. Visual inspection found dried blood/body fluid around the helix. High magnification microscopic analysis of the fractured helix surface showed a rotational pattern. The failure mechanism is consistent with a torsional overload failure.

Event description:
It was reported that during a procedure to upgrade the patient's therapy and implant this lead into the bundle of his, the helix could not be retracted and a portion broke off in the right ventricular (rv) septum. It was not possible to retrieve the helix fragment and the patient remained in the hospital overnight for observation. The therapy upgrade was abandoned and the existing dual chamber implantable cardiac defibrillation (ICD) system remains in service. The patient was to be managed with normal follow-up every three months. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to upgrade the patient's therapy and implant this lead into the bundle of his, the helix could not be retracted and a portion broke off in the right ventricular (rv) septum. It was not possible to retrieve the helix fragment and the patient remained in the hospital overnight for observation. The therapy upgrade was abandoned and the existing dual chamber implantable cardiac defibrillation (ICD) system remains in service. The patient was to be managed with normal follow-up every three months. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure to upgrade the patient's therapy and implant this lead into the bundle of his, the helix could not be retracted and a portion broke off in the right ventricular (rv) septum. It was not possible to retrieve the helix fragment and the patient remained in the hospital overnight for observation. The therapy upgrade was abandoned and the existing dual chamber implantable cardiac defibrillation (ICD) system remains in service. The patient was to be managed with normal follow-up every three months. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged and abandoned procedure. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. The distal portion of the helix was broken off and not returned. Visual inspection found dried blood/body fluid around the helix. High magnification microscopic analysis of the fractured helix surface showed a rotational pattern. The failure mechanism is consistent with a torsional overload failure.